Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller stated patient hasn't really used stim since implant and they reached out to caller for assistance with recharging on (B)(6) 2022 and scheduled appointment for the next day. Patient didn't not show up for the appointment and reached out to the caller again and set up appointment for today but patient showed up late and came with nothing charged. Caller stated patient was frustrated as they don't understand charging and spoke about having device explanted. Caller wanted to ensure this information was documented. Additional information from the hcp indicated that patient couldn't go into MRI mode because her implant battery was depleted. Caller told by pt that pt having scs system removed in a week. Caller doesn't have any further details about reason for removal of pt's scs system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.